Event description:
As reported, the rep was putting trays back together in spd and noticed that the edge of the head impactor was chipped. The rep is not sure when the impactor edge was damaged. His guess is during post-op cleaning process. It was not noticed in cases and did not affect any procedures. Because two cases were done that day, the rep is unsure which case the impactor was used on. The patients were last known to be in stable condition following the events.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
The broken device reported was likely the result of stress risers introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the devices.

Manufacturer narrative:
H1: corrected medical device problem code, type of investigation, investigation findings, and investigation conclusions.